Manufacturer narrative:
(B)(4). D10: unknown liner unknown. G2: foreign: italy. Suggested component code: mechanical (g04) - head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Loppini m., guazzoni e., gambaro f.m., la camera f., chiappetta k., grappiolo g. (2024) trabecular metal augments for the management of paprosky type iii defects without pelvic discontinuity: average 11-year follow-up in cases with previously reported 4-year clinical results. Journal of arthroplasty, 40(6):1600-1605. Https://doi.org/10.1016/j.arth.2024.11.028.

Event description:
It was reported in the journal article that one (1) patient was revised due to recurrent dislocations. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. An x-ray was provided in the journal article however it is unknown if it is correlated to the patient in this complaint. A definitive root cause cannot be determined. The complaint could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.